Event description:
It was reported that the sponge of a minicap was dried. The reporter stated that the sponge still had a brownish color. This was noted before patient use, upon opening the device¿s packaging. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between dates of 04/24/2014 and 05/02/2014. Evaluation: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A companion sample was returned for evaluation. A visual inspection was performed with the presence of iodine noted. A pressure test was performed with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.